Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient described the area as a wound under the left breast area that had to be drained. There was no alleged device malfunction contributing to the irritation. The patient was hospitalized and treated for the wound. Follow up indicated that the wound improved.